Manufacturer narrative:
Although the suspect device has been received, the evaluation is not complete; therefore, the cause of the reported malfunction is undetermined. A precaution cited in the production directions for use states: use of the device through a duodenoscope is not recommended because the elevator angle could damage the probe tip. Kinks in the catheter will hinder the irrigation and spiral electrode.

Event description:
Note: the date of event is unknown. It was reported that thermocoagulations of a duodenal vascular lesion (patient gender, age, and weight are unknown), using a gold probe hemostasis catheter, was attempted. According to the complainant, the user experienced difficulty visualizing the lesion using an adjustable endoscope; therefore, a duodenoscope was used. The complainant reported that the procedure was complicated by "declining gold lace" [spiral gold coating that was scraped of the catheter]. Another thermocoagulation device was used to complete the procedure. There were no patient complications and the patient's condition was reported as "stable" at the conclusion of the procedure.